Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for an atrial and ventricular lead implant procedure. After placing the leads and upon testing them through the psa, refractory ventricular arrhythmias occurred with minimal pacing to test either the atrial or ventricular leads. Antiarrhythmics, defibrillations and advanced cardiac life support were performed but the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.